Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review: product code 150410108 work order (B)(4) was manufactured on 05-aug-2020. (B)(4) parts were manufactured per specification and all raw materials met specification. There are no scrap parts associated with lot 9559098. 2 ncs (non-conformances) found associated with lot 9559098. Nr-0153456 associated with lot 9559098 was opened in relation to the gauge that failed scheduled calibration therefore there is no correlation between nr-0153456 and the complaint failure mode ¿white foreign matter adhered to the product¿. Nr-0150695 associated with lot 9559098 was opened in relation to the gauge that failed scheduled calibration therefore there is no correlation between nr-0150695 and the complaint failure mode ¿white foreign matter adhered to the product¿.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tka surgery for oa with the product (150410108) in question. During the surgery, the surgeon opened the package of the product, the white foreign matter, which was the 6 ~ 8 mm square object that melts and hardens with heat, adhered to the product. The surgeon wiped the foreign matter and the surgery was completed successfully using it without any surgical delay. No further information is available.